Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The issue was confirmed. The rep performed a system calibration to resolve the issue. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received regarding an imaging system that was used during a spinal fusion procedure. It was reported that upon reviewing scans there was a significant amount of scatter that appeared to be coming from the frame. It was noted that the during setup, the scout images looked good and the air frame was not obscuring anything. On the imaging system they were able to see most of the markers with in the scatter. They switched frames and they were able to proceed with the case. There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue. No further information available.